Event description:
It was reported that the system would intermittently loose live fluoro. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The camera wiring harness was replaced during the service call. The system was tested and found to be working as intended and put back into service.